Manufacturer narrative:
Qc and system check were in range before the event. No sample flags or system errors were noted in the event log. The specimen was plasma type, collected in a plastic becton dickenson (bd), lithium heparin gel tube and was centrifuged at 3,600 rpm for 10 mins. Per customer, the sample was obtained while nurse started a new IV drip line. The nurse then transferred the blood into the vacutainer tubes. An exact fill volume or how many times the tube was inverted is unk. A field service engineer (fse) was not dispatched to the customer's lab, since they feel this event was isolated to one pt sample only. However, customer consulted with the fse and sample integrity was discussed. Customer stated they repeated all positive accu tni results and no other discrepant results were obtained. Although a sample handling issue may have contributed to this event, no clear root cause has been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 immunoassay system for a single pt sample. A pt sample (a) was tested for accu tni and a result of 2.23ng/ml was obtained. The result was not reported out of the lab. The original sample was re-tested for accu tni and repeated results were 0.6ng/ml and 0.05ng/ml. Accu tni result of 0.05ng/ml was reported out of the lab. The original sample was re-centrifuged and then re-tested 10 times and an average result was 0.05ng/ml. A fresh sample (b) was collected from the pt and a result of 0.05ng/ml was reported out of the lab. The sample was repeated 15 times and an average result was 0.05ng/ml. Bci has received no reports of injury, death, or change to pt treatment attributed to this event.